Manufacturer narrative:
(B)(4). Investigation / evaluation: no product or photos were returned and the lot number was not provided to assist our investigation; however, a review of the complaint history and specification was conducted. Per quality control specification, each extension, catheter shaft and if specified, strain relief tubing are confirmed to be securely molded to the manifold and that it is without voids or cracks. Based on the information provided and without an examination of the actual product, we are unable to determine a definitive root cause for the difficulty experienced. However, we have notified the appropriate internal personnel and will continue to monitor for similar reports of this nature. Per the quality engineering risk assessment, no further risk reduction activities will be pursued at this time.

Event description:
When the nurse attempted to flush the catheter, one of the three lumen portions broke, necessitating the patient to require a device exchange. We were advised that no product will be returned as the device was discarded. Although requested, no additional information has been provided regarding patient outcome.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
When the nurse attempted to flush the catheter, one of the three lumen portion broke. The patient required a device exchange.